Manufacturer narrative:
Beckman coulter (bec) field service engineer (fse) was dispatched to the customer site on (B)(4) 2013. The fse found that the probe wash was misaligned. The fse realigned the probe wash and the leak was fixed. The repairs were verified per established procedures. The cause of the leak was that the probe wash was misaligned. (B)(4).

Event description:
The customer reported to beckman coulter a leak at the probe of the coulter hmx hematology analyzer with autoloader. The volume of the leak was several drops and was not contained within the instrument. The material safety data sheet (msds) was not reviewed by the customer. The laboratory¿s exposure control/risk management plans are in place. The customer was wearing personal protective equipment (ppe), consisting of gloves and a laboratory coat at the time of the occurrence. There was no death, injury or change to patient treatment. No one came in contact with the fluid. Medical attention was not sought. No discrepant patient results were generated.